Manufacturer narrative:
(B)(4). Batch # x9405d. Investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was received with no damage to the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips did not fully advance into the jaw. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the grey and white feedbar connectors were found to be separated and 12 clips were found inside the clip track. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A possible cause for the condition of the found malformed clip and the separation of the feedbar connectors is actuating the device when the jaws are not clear from the trocar. Actuating the device with the jaws closed may cause the malformed clip and the force applied to the trigger while the jaws were closed may have cause the separation of the feedbar connectors. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Event description:
It was reported that during an unknown procedure, the device became not to deploy the clip during use. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.